Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired on (B)(6) 2014. The patient was unresponsive while in the hospital. The patient was taken for stat head CT, and it showed large multi-focal intra-cerebral hemorrhage. The patient was admitted 3 days prior for a urinary tract infection and overwhelming sepsis. No pump issues were noted.

Manufacturer narrative:
The pump is not available for evaluation, as it was not explanted and an autopsy was not performed. Specific causes for the reported urinary tract infection, sepsis, and cerebral hemorrhage could not be conclusively determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.